Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed and the patient would continue to be monitored.